Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the test of the routes, the installed catheter had a brown peri-route leak. They opted to change the catheter for a new one (an extra catheter was opened) at the same operative time. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and it did not lead to or extend patient hospitalization. There was no patient injury.